Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported a CT performed showed that the aortic neck had enlarged to 5.1 cm in diameter. The top of the stent graft had migrated down 2cm. The right iliac that was already dilated distally and has grown to 4.3 cm. The left iliac had grown distally to 3.7cm. The abdominal aneurysm has grown to 7cm. The aneurysm is not being fed by a type 1b endoleak since there are seals above the dilated area in each iliac; however, a type ia endoleak was identified. The patient is not interested in an open treatment of the aneurysm. The physician has referred the patient to another hospital for an endovascular solution. The physician stated the cause of the event was an unresolved type ii endoleak. No additional clinical sequelae were reported.